Event description:
It was reported that the patient expired due to respiratory failure on (B)(6) 2022. The patient aspirated and could not recover. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not be conclusively established. Heartmate ii lvas, serial number (B)(4), was not explanted for analysis. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10jun2014. The heartmate ii lvas IFU is currently available. This IFU lists respiratory failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.